Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-released specifications. (B)(4). According to the gore excluder aaa endoprosthesis instructions for use, a minimum overlap of 3cm with the iliac extender component is required.

Event description:
On (B)(6) 2005, the pt was implanted with several gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported during this procedure the internal iliac artery was embolized and the graft was extended distally just beyond the origin of the internal iliac artery. On (B)(6) 2013, computer tomography angiography images showed a distal type iii endoleak in the right common iliac artery at the level of the right hypogastric artery. It was reported that two graft ((B)(4)) did not appear to be overlapped. It is unclear which (B)(4) was involved in this event. The fsa reported that the physician associates the cause of the event with insufficient device overlap. On (B)(6) 2013, the pt underwent an intervention. It was reported that two contralateral leg components were implanted on the right side to correct the type iii endoleak. A (B)(4) was implanted and a (B)(4) was extended into the right external iliac artery. A final angiogram showed exclusion of the type iii endoleak and the pt tolerated the procedure.